Event description:
It was reported through the litigation process that, on (B)(6) 2020, a patient underwent a port implantation procedure, using the bard port implant infus powerport MRI airguard chronoflex 8fr lightweight power injectable device, via the right chest for cancer chemotherapy. Approximately one year and ten months later, on (B)(6) 2021, the patient underwent removal of the port. It was further reported that the patient eventually expired. However, the cause of death was not reported.

Manufacturer narrative:
H11: the date of death for this patient was not provided; therefore, the date of death has been updated as (B)(6) 1900 to meet the MDR submission requirement. Subsequent review determined the patient was implanted with two ports. The first port was removed prior to the event. The patient was subsequently implanted with another port and later the patient eventually expired. Hence the report (3006260740-2025-05169) for the first implanted port, has been downgraded to serious injury. The report for the second implanted port (3006260740-2025-05171), will report the death of the patient. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos or medical records were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported death could not be determined based upon the provided information. The relationship between the patient's death and device is unknown at this time. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: date of death for this patient was not provided, date of death updated as 01-jan-1900 for the MDR submission requirement. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately one year and ten months post port placement procedure, the port was removed from the patient. Later the patient passed away and the cause of death was not provided.

Manufacturer narrative:
H11: date of death for this patient was not provided, date of death updated as 01-jan-1900 for the MDR submission requirement. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos or medical records were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported death could not be determined based upon the provided information. The relationship between the patient's death and device is unknown at this time. It is unknown whether patient and/or procedural issues contributed to the reported event. Labelling review: as the reported event did not allege a labelling or use related issue, a labelling review is not required. G3, d4 (unique identifier (UDI) #), h6 (method). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately one year and ten months post port placement procedure, the port was removed from the patient. Later the patient passed away and the cause of death was not provided.